Manufacturer narrative:
This event was reported through maude event report by ref.# (B)(4). An eval of the device cannot be performed as the device was not returned to the MFR at this time. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "pt admitted for right hip replacement. Surgeon routinely performs post op films. Post op films revealed a fleck of metal seen on right hip. Surgeon notified. X-ray repeated on examination of stryker calcar reamer."